Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the flex vision pc was not powering up. To resolve this issue, fse performed exposure test, reconnect flex vision pc, checked monitor signal and restarted the system. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. No harm to the patient or user was reported. Philips has started an investigation of this complaint.